Event description:
It was reported that the balloon of this device was used to post-dilate another MFR's coronary stent. The balloon of the device reportedly burst on its 2nd inflation which was above its rated burst pressure, inside the coronary stent. There has been no claim of injury related to this event. The device is being returned for analysis.